Manufacturer narrative:
The customer analyzer was returned for investigation. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated at any point during our investigation. It is known that improper insertion of batteries in any device may result in overheating, battery leakage, etc. Which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported their analyzer got warm during a day of point of care testing. There were no allegation of patient/user harm. There were no allegations of incorrect results.